Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the surgeon could not fire the ez45g instrument and after that the jaw would not open (could finally open manually). Another instrument was used to complete the case. There was no consequence to the pt.